Event description:
Per the field clinical specialist (fcs), approximately 7 years and 4 months post successful tavr implant of a 26mm sapien xt, the patient now presents with central regurgitation. A 26mm s3u was deployed successfully, without injury. The patient was stable post-deployment.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per medical record review, the patient's valve had degenerated with severe bioprosthetic aortic valve stenosis and mild nonrheumatic aortic valve insufficiency. Post-op information did not list any tvr-related complications, and the patient was discharged on postoperative day (pod) 1.

Manufacturer narrative:
The edwards sapient xt valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: novaflex+ with sapien xt, us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was confirmed based on the medical record provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 7 years and 4 months post successful tavr implant of a 26mm sapien xt, the patient now presents with central regurgitation, and "per medical record, the patient's valve had degenerated with severe bioprosthetic aortic valve stenosis and mild nonrheumatic aortic valve insufficiency". The medical record review revealed that the patient had hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis/valve degeneration and has been found to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.